Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 coil (pc400 coil) pusher assembly. The embolization coil was intact with the pusher assembly and kinked throughout its length. Dried blood was present throughout the introducer sheath. The outer diameter (od) of the embolization coil and pusher assembly were measured and found to be within specification. Conclusions: evaluation of the returned devices revealed the px slim was not shaped to a 130 degree shape. This may have occurred due to the shaping mandrel shifting distally, which would cause the px slim distal tip to be positioned on the straight section of the mandrel. If the px slim tip remains positioned on the straight section of the mandrel, the shape of the tip may become compromised. Further evaluation revealed the px slim was buckled, which likely occurred due to forceful manipulation during use. A 0.025" mandrel was inserted into the px slim and advanced through the distal tip without issue. Evaluation of the pc400 revealed the embolization coil was kinked throughout its length. This type of damage typically occurs due to forceful advancement or withdrawal of the pc400 against resistance. The damage found on the embolization coil likely contributed to the resistance encountered by the physician. Px slim devices are 100% visually evaluated during in-process inspection, and pc400 devices are 100% functionally and visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00190.

Event description:
The patient was undergoing a coil embolization procedure in the left internal carotid artery using penumbra coil 400 coils (pc400 coils) and px slim delivery microcatheters (px slim). During the procedure, the physician removed the px slim from its packaging and noticed that the distal tip was straight and not shaped to 130 degrees; however, the physician continued to use the px slim to deploy and detach five pc400 coils into the aneurysm. While advancing a new pc400 coil through the px slim, the physician met resistance and attempted to resheath the coil by retracting it back into the introducer sheath; however, resistance was met again and both the px slim and pc400 coil were removed from the patient. The procedure was completed using a new px slim and a new pc400 coil. There was no report of an adverse effect to the patient.